Event description:
It was confirmed that there was no device malfunction.

Manufacturer narrative:
D9: date received by manufacturer corrected manufacturer's investigation conclusion: the heartmate 3 system controller (serial number: (B)(6)) was returned for evaluation. The system controller returned in unremarkable condition. A log file was submitted for review with events spanning approximately 7 days (26sep2023 at 06:42:58 to 06:43:04, and 01jan2000 from 00:00:00 to 04:29:50, and 18jan2024 at 20:12:33 to 05apr2024 at 18:50:13 per time stamp). The driveline was never connected to the system controller. The clock was set on 18jan2024 at 20:12:33, and the controller was operated in charge mode, and powered on and off intermittently until 05apr2024. There were no other notable events observed in the log file. Pump operation was not affected. The system controller was functionally tested and passed all testing, no device issues were found. Additional provided information stated that the system controller was returned in error and that there are no issues with the system controller. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial #: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 patient handbook section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook section 10 and heartmate 3 instructions for use (IFU) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system controller was exchanged for an unknown reason.

Manufacturer narrative:
A2, a3b - patient age and gender not provided. B5: the event date was estimated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.